Manufacturer narrative:
Upon disassembly, the engineer found widespread internal corrosion and debris. The device was discarded by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps bi-directional footswitch was sticking, causing a potential for the handpiece to run on without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the tps bi-directional footswitch was sticking, causing a potential for the handpiece to run on without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.